Event description:
It was reported that when using the bd pyxis¿ medbank mini, the system was unable to issue lorazepam 0.5 mg tablets. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) found in medbank myqlink that the medication quantity value was zero and then instructed the customer to enter the med quantity on the item dose entry screen to issue the medication, and the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.